Event description:
It was reported that the patient's battery was depleting in 3 days. Initial calculations suggested the battery should have been lasting close to ten days, even with low group impedance around 300 ohms for both. It was noted that the patient's epidural lead was not used, and the two peripheral leads were left on approximately 24 hours a day. The patient was using electrodes 0-3 on a1, with a group impedance of 250 ohms. The patient was using electrodes 4-7 on a2, with a group impedance of below 50 ohms. All electrode combinations using electrodes 0-3 appeared as normal. Electrode combinations 4/5, 4/6, and 5/6 were below 50 ohms. An attempt was made to program 6 and 7, not using 4 and 5, however the patient did not have the same coverage as when all electrodes were used. It was noted that the patient had experienced the recharge interval issue since implant, and had to charge every 3rd or 4th day. Additional information received reported that the hcp had ordered x-rays of leads and ipg, however the results and plan were unknown and the reported had not heard from the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888, lot# v936824, implanted: (B)(6) 2012, product type lead. Product ID 3888, lot# v936824, implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).